Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. C40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, menstrual irregularity, multigravida and parity 4 (2 vaginal, 2 cesarean deliveries). Essure confirmation test(s) conducted, specify yes, procedure unknown, results unknown. Concurrent conditions included hypertension, uterine bleeding, endometrial ablation, cervicitis, hyperplasia, fallopian tube cyst, stenosis and uterine enlargement. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (endometrial ablation and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, headache, vaginal haemorrhage and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify yes, procedure unknown, results unknown. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea, abnormal menstrual bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. C40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, menstrual irregularity, multigravida and parity 4 (2 vaginal, 2 cesarean deliveries). Essure confirmation test(s) conducted, specify yes, procedure unknown, results unknown. Concurrent conditions included hypertension, uterine bleeding, endometrial ablation, cervicitis, hyperplasia, fallopian tube cyst, stenosis and uterine enlargement. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced back pain ("back pain"), dyspareunia ("dyspareunia"), genital haemorrhage ("gen. Abnorm. Bleed"), metrorrhagia ("metrorrhagia"), headache ("headaches") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (endometrial ablation on (B)(6) 2018 and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, dysmenorrhoea and vaginal haemorrhage had resolved and the dyspareunia, genital haemorrhage, metrorrhagia, headache and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify yes, procedure unknown, results unknown. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2017: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea, abnormal menstrual bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received : outcome of the events pelvic pain, back pain, abdominal pain, dysmenorrhea, menorrhagia was updated from unknown to recovered / resolved. Onset date of events added. Patient demographics was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') and perforation ('perforation') in an adult female patient who had essure (batch no. C40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, menstrual irregularity, multigravida and parity 4 (2 vaginal, 2 cesarean deliveries). Essure confirmation test(s) conducted, specify yes, procedure unknown, results unknown. Concurrent conditions included hypertension, uterine bleeding, endometrial ablation, cervicitis, hyperplasia, fallopian tube cyst, stenosis and uterine enlargement. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia"), genital haemorrhage ("gen. Abnorm. Bleed"), metrorrhagia ("metrorrhagia"), headache ("headaches") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (endometrial ablation on (B)(6) 2018 and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, dysmenorrhoea and vaginal haemorrhage had resolved and the perforation, dyspareunia, genital haemorrhage, metrorrhagia, headache and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify yes, procedure unknown, results unknown discrepancy noted: date of insertion- (B)(6) 2016 and (B)(6) 2016(as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2017: total bilateral occlusion.. Ultrasound scan vagina - in november 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea, abnormal menstrual bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new event perforation was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') and perforation ('perforation') in an adult female patient who had essure (batch no. C40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, menstrual irregularity, multigravida and parity 4 (2 vaginal, 2 cesarean deliveries). Essure confirmation test(s) conducted, specify yes, procedure unknown, results unknown. Concurrent conditions included hypertension, uterine bleeding, endometrial ablation, cervicitis, hyperplasia, fallopian tube cyst, stenosis and uterine enlargement. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia"), genital haemorrhage ("gen. Abnorm. Bleed"), metrorrhagia ("metrorrhagia"), headache ("headaches") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (endometrial ablation on (B)(6) 2018 and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, dysmenorrhoea and vaginal haemorrhage had resolved and the perforation, dyspareunia, genital haemorrhage, metrorrhagia, headache and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify yes, procedure unknown, results unknown discrepancy noted: date of insertion (B)(6) 2016 and (B)(6) 2016(as per pif) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2017: total bilateral occlusion.. Ultrasound scan vagina - in (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea, abnormal menstrual bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-jul-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. C40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, menstrual irregularity, multigravida and parity 4 (2 vaginal, 2 cesarean deliveries). Essure confirmation test(s) conducted, specify yes, procedure unknown, results unknown. Concurrent conditions included hypertension, uterine bleeding, endometrial ablation, cervicitis, hyperplasia, fallopian tube cyst, stenosis and uterine enlargement. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (endometrial ablation and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, headache, vaginal haemorrhage and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify yes, procedure unknown, results unknown diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea, abnormal menstrual bleeding most recent follow-up information incorporated above includes: on 14-oct-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal) and stomach pain. Lot number, medical history and concurrent condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia") and headache ("headaches"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia and headache outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, metrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: reporters and patient demographics and laboratory data were added. Essure indication updated. Injury event was updated to pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhea, menorrhagia, metrorrhagia, general abnormal bleed, headaches. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.